Event description:
It was reported that during a brostrom (ankle) procedure, the implant broke at the eyelet upon insertion and was retained in the pt. The surgeon had pre-drilled with a 0.062 k-wire. He did not want to attempt to remove the retained portion of implant due to its depth in bone; it was not retrieved. He implanted a competitor's device next to it to complete the case. The pt was reported as doing well. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
(B)(6). The device was received for eval; the complaint was confirmed. The hex portion of implant was returned with the driver and suture. Evidence of torsional failure was noted on the implant and driver. Function test could not be performed due to device damage. Device history record review revealed nothing relevant to this event. Based on the info provided and device eval, the most likely cause of this type of event is over-insertion or improper bone preparation. To create a pilot in cases where hard bone is encountered, arthrex literature recommends use of the corkscrew starter awl, ar-1915t. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.